Manufacturer narrative:
Unit passed displacement test sleep current measurement and active current measurement within specifications. Power management parameters graph confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected pump error 25 alarm noted during testing. Low battery alarm noted then power error 25 alarm was triggered and noted in the download formatted history file due to intermittent non-sleep anomaly software error. Unit received with cracked keypad overlay at select button, cracked retainer, scratched case, severely scratched display window and keypad overlay texture damage.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had low battery alert. Customer's blood glucose was unknown at the time of incident. It was reported that the battery lasted less than a week. It was reported that the insulin pump had bad battery contact and battery cap. There was no indication that the issue was resolved during the call. The insulin pump will be returned for analysis.